Event description:
On (B) (4) 2009, the pt stated that as he was tightening the insulin cartridge onto the piston rod of the infusion device he noticed spilled insulin in the cartridge compartment. When he removed the insulin cartridge from the infusion device, the plunger became stuck to the piston rod and insulin spilled into the cartridge compartment. The pt stated that he does not attach the adapter and infusion tubing to the insulin cartridge prior to insertion into the infusion device. The pt was instructed how to remove the plunger from the piston rod and he was advised to dry the cartridge compartment with a cotton swab. He was educated on the proper procedure for removing the insulin cartridge from the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.